Manufacturer narrative:
The reported event involving a pump module(s) ¿it was reported than an unspecified chemotherapy that was programmed to infuse over 24 hours ran 5 hours longer. It was noted that the actual length of infusion was 29 hours. There was no death or serious injury but the hospital stay was prolonged. The final volume of the medication was infused. Although requested, additional information was not provided.¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
It was reported than an unspecified chemotherapy that was programmed to infuse over 24 hours ran 5 hours longer. It was noted that the actual length of infusion was 29 hours. It was noted that the chemotherapy was infused through either peripherally inserted central catheter or infusion port without any extension sets added to the primary tubing. The infusion was programmed using guardrails drug library at a rate 42-43ml/hr with a total volume between 1,010ml to 1,030ml. The device was set-up at the patient's level while the medication bag was hung 2-3 inches above the pump. There was no death or serious injury but the hospital stay was prolonged. The final volume of the medication was infused. Although requested, additional information was not provided.